Manufacturer narrative:
(B)(4). Corrections: date of occurrence received, date of implant received. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reported information and review of the cine image, it does not appear that any of the wires that comprise the stent have broken or fractured. Clearly the stent was packed or stacked in its distal to mid sections. This deployment process is normally deliberately performed by the physician when there is residual calcium post lesion preparation. It is likely that this residual calcium is what has indented the stent and not a fractured wire. The investigation determined that the reported difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the interim filed report, the following information was received: it was reported that the procedure was to treat a lesion located in the popliteal artery with mild tortuosity and mild calcification. The stent was implanted on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Adverse event checked; required intervention to prevent permanent impairment/damage checked. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
Subsequent to the initially filed report, the following information was received: an attempt was made to treat the stent fracture by using a balloon with high pressure to open the stent implant and an unspecified drug balloon, but it was not possible. Additional intervention will be scheduled at a later time. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated dates. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 6.0 x 120 mm supera self-expanding stent fractured after it was implanted. No additional information was provided.